Manufacturer narrative:
Pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump was damaged at battery and reservoir compartment. Insulin pump would need to be replaced.